Event description:
It was reported that, "first was locked up, second would not stop rotating and third broke inside pt when trying to remove".

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.